Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.00 x 15 mm nc trek rx balloon dilatation catheter (bdc) was selected for the procedure. During preparation resistance was felt while trying to remove the protective sheath and when it did finally come off the balloon separated from the shaft. Therefore, the bdc was not used in the procedure. There was no reported clinically significant delay in the procedure. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported balloon separation was confirmed. The reported difficulty removing the protective sheath could not be replicated in replicated in a testing environment due to the protective sheath not being returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appears to be related to operational context. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.